Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the nail position is that the nail was too long for the patient. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 1/21/2020 that a sign im nail implanted to repair a fracture was replaced due to nail position impeding knee mobility. The im nail was replaced with a 11mm x 360mm fin nail per the sign technique manual. Surgeon comment: "patient was operated in other hospital, but the nail was intra articular and she was unable to flex the knee..there fore we revise the surgery and we put the fin nail."